Event description:
It was reported that a large volume infusor experienced ¿capsule rupture¿. The involved medication was not specified. This was discovered during use. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The lot 12k052 was manufactured from october 16, 2012 to october 17, 2012. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.